Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. Based on available information no patient harm occurred. No lot number or product evaluation sample is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed and will be monitored through our post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on april 13, 2016, (B)(4).

Event description:
Complaint received from a nurse reporting an inflation port issue with the device. Reporter stated that the "white inflation port was missing the clear plastic luer lock portion on the end of it." Reporter "suspects that the balloon was inflated and when removing the syringe, the nurse pulled the clear plastic port out." Reporter stated that "kelly clamps were used to pull the clear plastic leur lock from a new device and threaded into the inflation port of the end user. The syringe was then connected and removed 5cc of water and safely discontinued the device.". No further information was provided.